Event description:
The customer's mother stated that the customer was hospitalized for diabetic ketoacidosis. The customer was also experiencing back pain. The mother stated that the customer's blood glucose levels were checked with two different glucose meters, and they were off by 150 points. The reported blood glucose reading was 212 mg/dl. The mother didn't want to troubleshoot, and stated that the doctor wanted the insulin pump and glucose meter replaced. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.